Manufacturer narrative:
Customer evaluated device.

Event description:
The customer reported that, during use on a patient, an internal paddle set failed to shock. There was no report of adverse patient impact.